Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement.

Event description:
A 42-year-old man (bmi 28 kg/m², 112 kg) with a history of diet controlled type 2 diabetes, hypertension, and childhood appendectomy. He was admitted with two weeks of severe right-sided epigastric pain, nausea, vomiting, alternating obstipation, and rectal bleeding. He had received igb for weight loss 23 months earlier, resulting in 12 kg reduction, but the device was not removed at the recommended time period. Two days before admission, esophagogastroduodenoscopy under anesthesia failed to visualize the balloon. On admission, he was stable, with abdominal distension and mild tenderness but no peritonitis. Laboratory tests showed mild leukocytosis and normal crp. Abdominal x-ray suggested a foreign body, and CT confirmed the igb within the ileum. Colonoscopy up to the terminal ileum revealed no foreign body. Elective laparoscopy revealed thickened ileal loops encasing a solid intraluminal body. A longitudinal enterotomy exposed the migrated igb, which was removed and the bowel closed transversely with continuous stratafix 3-0 suture; a 16f drain was placed. Recovery was initially uneventful. On postoperative day 2, the patient developed mild abdominal pain and inflammatory response, treated with ceftriaxone and metronidazole. Bowel function returned on day 2, oral diet resumed on day 3, drain removed on day 4, and he was discharged in good condition on day 5 (total stay 7 days). At follow-up, he was asymptomatic. Minor wound leakage from the umbilical trocar site resolved after one week of amoxicillin-clavulanate. After one month, wounds healed fully and the patient remained well.